Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits was reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported experiencing pain during the freestyle libre 2 sensor wear, symptoms of a swollen arm and fingers, stinging in the elbow, aching shoulder, paralysis in the face, and ¿everything has been immobile¿. The customer self-presented at the emergency where he received unspecified treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.